Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. On device evaluation, the screen was shattered and was not legible, requiring replacement. Additional findings not related to the malfunction/issue: the device serial/material number label was replaced because the original had the incorrect gtin/revision. The safety data door was missing its foam and required replacement. The cord connector was missing and required replacement. Rubber feet were missing and required replacement. The porting block was cracked and required replacement. The cord retainer was missing/broken and required replacement. The base enclosure, front enclosure, rear enclosure, and top plate were all damaged, requiring replacement. The exhaust fan was contaminated with dirt/dust. The keypad was contaminated with residue. The device failed testing due to o2 low flow caused by the grey removable foam not being installed properly. The foam was readjusted to address this issue. The device failed testing for internal lithium-ion battery charge which was not confirmed during troubleshooting test. The device failed testing for the nurse call; the failed nurse call test could not be confirmed and troubleshooting tests were run. The device passed all testing.